Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the pulse generator, pacing support was lost. When the telemetry wand was removed, pacing resumed. The device reached elective replacement indicator (eri) in (B)(6) 2011. The device was removed and replaced.